Event description:
It was reported that the patient received inappropriate therapy shocks due to sensing of noise. It was noted that recently the right ventricular lead began oversensing. Impedance had been varying since the device was changed out a year and a half earlier. A connection issue could not be ruled out. The lead was capped and replaced, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data show various spike increases for max ventricular pace bi impedance= 342 to 703 ohms range between (B)(6) 2010 and (B)(6) 2011. 14 ventricular nonsustained tachycardia episodes of <=210 ms occurred on (B)(6) 2012 in the timeframe between 07:35:43 and 10:52:47. 4 ventricular fibrillation episodes of <=200 ms average v-cycle occurred on (B)(6) 2012 in the timeframe between 07:34:05 and 07:36:56. Ventricular short interval count v-sic=264 counts, in 0.29 day, occurred on (B)(6) 2012 in the timeframe between 07:34:02 and 14:37:47.